Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at a routine follow up appointment, the patient's left ventricular (lv) lead threshold was found to have significantly increased. The lv lead vector was reprogrammed. At a later follow up appointment, the lv lead exhibited a high and increased threshold in the new pacing vector. It was also noted there was intermittent capture. Attempts to reprogram the lv lead were unsuccessful as no other vectors showed consistent capture. An x-ray confirmed the lv lead had dislodged. The lv lead was inactivated. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.